Event description:
Patient reported "after having problems with my stomach" diagnostic testing showed "the lap-band had caused erosion and caused a hole in my stomach" and "I still have not recovered fully". Events have not been confirmed by a healthcare professional.

Manufacturer narrative:
(B)(4). Taper ii. The device has not yet been received by allergan. Based upon the implant date and explant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Stomach perforation, gastric erosion, impaired healing, and "stomach problems" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number, patient data or further event details.